Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2018-01608. The patient is enrolled in a clinical study. It was reported during the patient's implant procedure on (B)(6) 2017, the patient experienced shortness of breath and low oxygen saturation levels. As such, the procedure was abandoned and the patient was admitted to the emergency room where treatment was provided. The issue had reportedly resolved as of (B)(6) 2017.